Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017. It is unknown whether the patient was reimplanted with another device as of the date of this report.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (date not reported), it is unknown if there are plans to re-implant the patient with a new device as of the date of this report.